Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation through their entire left side. Patient was reportedly doubled over and thought she was "having a heart attack." The patient also experienced rectal puckering and was unable to have a bowel movement unless the device was off since the device was implanted in 2009. The device helped with urinary retention for about 1.5 weeks then stimulation "goes to rectum." The patient had a history of falling due to joint disorder and fibromyalgia. Additional information has been requested, but was not available as of the date of this report.